Event description:
The meter would only prompt an error "2" message while attempting to test. The pt reported symptoms of weakness, tiredness, and shakiness while attempting to test. Pt visited physician and had blood glucose tested on physician's meter. The result was 100mg/dl. The issue was not resolved with troubleshooting. Treatment, if any, was not documented. No further info has been reported.